Event description:
Surgeon broached to a 5, implanted 5, felt implant was too proud, rebroached with a 5, implanted the 5, and medial calcar fracture occurred. Cabled fracture and implanted a new 5 std.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Surgeon broached to a 5, implanted 5, felt implant was too proud, re-broached with a 5, implanted the 5, and medial calcar fracture occurred. Cabled fracture and implanted a new 5 std. (Right hip). Related dimensional inspection of the returned stem found no discrepancies that would contribute to this report. The DHR was reviewed and no deviations or anomalies were identified. The associated size five broach was not returned for examination. Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Surgeon technique is suspected to have been a factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.